Manufacturer narrative:
This report was filed in error as it is a duplicate report and was already filed under 2183870-2017-00118. Please refer to this report for the product evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the unit was underfeeding.

Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the pump delivered a volume of 119 ml in a 45 minute period (the specification for this test is 101.25 ml to 123.75 ml) which is within the stated specifications. The pump is performing within medtronic specifications. The reported condition that the pump is feeding low could not be verified or duplicated. No fault was found. It is advised that the pump be processed as per service instructions. Unit passed triage and re-certification tests. The unit has been cleaned, repaired, tested and recertified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit was underfeeding.